Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient noticed an alarm at home when the pump was connected to the power module. The hospital's engineer checked the system controller log file and observed a low speed operation. An issue with the percutaneous lead (driveline) was suspected. The surgeon decided to discharge the patient home and the system controller's log files would be monitored. No further information was provided.

Manufacturer narrative:
It was reported that the vad serial number should be (B)(4) not (B)(4). The reported low speed event was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. Percutaneous lead damage was not confirmed through the evaluation. There were no other unusual events noted in the event history and the log file appeared to show the system operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.